Manufacturer narrative:
This complaint has been assessed for all sport super unscented for the reason code suspected / diagnosed toxic shock syndrome (tss) as well as all other illness complaints for these products over the last 6 months. No patterns or trends in consumer data have been identified at this time. A date/lot code has not been provided with this complaint. Amazon consumer, unable to obtain additional information.

Event description:
Unknown consumer stated on an amazon review that she has been using different brands of tampons for about 20 years now and this is the first brand that gave her symptoms of toxic shock syndrome. Consumer stated that she had a huge migraine, nausea, and suicidal thoughts until she stopped using them and the symptoms went away immediately. Consumer stated that the tampons did not absorb very well and heavy flow leaks out of the sides instead of getting absorbed.